Event description:
The advocate alleged that she performed control tests using the customer's contour system and received results of 345 and 245 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The advocate was unable to perform any more control tests over the phone. The customer's test strips are to be returned for evaluation. Replacement test strips were sent to the customer.